Event description:
The ins was returned for analysis after approximately 30 months implant duration due to suspected power on reset. The device had returned to nominal parameters (factory presets) at follow-up. The product was explanted and returned to the manufacturer for analysis. No patient complication was reported following device replacement on 10/20/2006.

Manufacturer narrative:
Final device analysis results reveal bond wires are broken. Device inspection reveals that both b+ bond wires are broken and the epoxy bonds were broken between the hybrid circuit and the battery terminal. The product serial number is part of the affected sn range for the kinetra broken wire bond recall. Product service life was 30 months.